Event description:
Pt alleges latex sensitization. Alleges suffering substantial injury, pain and suffering as well as economic loss. Pt's spouse, alleges the loss of support, svcs and companionship of his wife as a direct and proximate result of the sensitization.